Event description:
It was reported that this left ventricular (lv) lead became dislodged and migrated a day after implant. It was noted that there were concerns about the fixation of the lead in the patient's vein by the physician due to patient condition. A revision procedure was performed where this lead was explanted and a new spiral lead was implanted as replacement. No additional adverse patient effects were reported. This product will not be returned for additional analysis.